Event description:
It was reported the device had an electrical reset and that the patient is undergoing radiation therapy. The performance of the device capacitors was verified and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters, por for critical ram parity error, addr=28db, data=0c, on (B)(4)-2011. Patient alert for por on (B)(4)-2011.